Event description:
It was reported that an alert was generated for an out-of-range right ventricular (rv) pacing impedance measurement greater than 3000 ohms which resulted an automatic lead safety switch (lss) of bipolar to unipolar mode. The observation was communicated to the clinic with the recommendation for lead assessment. The system remains in service and no adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that impedance measurements have remained stable in unipolar mode. The patient has not yet presented for a follow up visit; however, remote monitoring will continue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that an alert was generated for an out-of-range right ventricular (rv) pacing impedance measurement greater than 3000 ohms which resulted an automatic lead safety switch (lss) of bipolar to unipolar mode. The observation was communicated to the clinic with the recommendation for lead assessment. The system remains in service and no adverse patient effects were reported.